Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non boston scientific right atrial (ra) lead exhibited noise, oversensing, and inappropriate atrial tachy response (atr) episodes which appeared to be due to minute ventilation (mv) signals. The ra lead also exhibited low intrinsic amplitude measurements, and intermittent increases in impedance measurements, though none were out of range. There was also pacemaker mediated tachycardia (pmt) episodes observed. No troubleshooting or interventions had been performed. The device remains in service. No adverse patient effects were reported.

Event description:
This report is being filed to update evaluation coding.

Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.